Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with right plunger case cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, and power up- self test were performed. According to the investigation the customer's reported problem was confirmed and the pump displayed primary audible alarm post upon power up. The investigation reports that the reported problem was caused by high profile c9 on the interconnect board breaking off. Service replaced the pump right plunger case due to cracked. Replaced battery due to depleted. Cleaned, greased; calibrated device and performed all functional tests which passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited system failure primary audible failure. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.